Manufacturer narrative:
(B)(4). D10: cat# unknown lot# unknown cup. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during right hip surgery, the liner would not engage with the cup. The liner went in and was flush but would pop out as soon as the hip was relocated and put through a range of motion. Three attempts were made with the same result. The liner was replaced with a new one and worked properly. It was also reported that surgical technique was utilized. There was no patient impact, no surgical delay, and no surgical complications. The patient's anatomy did not contribute to the event. No additional information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. A visual examination of the returned product identified indentations on the high sidewall, sidewall, and inner spherical surface from attempted use. No other damage was noted. Medical records were not provided. Product identifiers from the print were inspected and were found to be conforming. A review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information was provided; therefore, a compatibility check could not be performed. The reported issue was confirmed based on the damage from attempted use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.